Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 400 mg/dl with symptoms of rapid breathing. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the pump was giving auto off alarms. It was determined during troubleshooting that the patient was not properly responding to these alarms. The reporter also noted that the patient had a recent change in stress levels. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of not responding to an alarm in a timely manner.